Manufacturer narrative:
(B)(4).

Event description:
Telemetry confirmed an alarm due to zero ml reservoir volume reached was occurring. The pt experienced increased baseline spasticity. The hcp delivered a 50 mcg bolus (medication not specified) and started a daily dose of 776 (units not specified) per day. Pt outcome was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.